Event description:
The dist reported tha tthe unit did not measure its own delivered energy correctly.

Manufacturer narrative:
The eval of this failure is based on info provided by the dist. The device was not returned to philips for eval.